Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00508. The pt (B)(6) is implanted with four percutaneous leads from two lots. It ws reported the pt is not receiving stimulation from one of the leads. A diagnostic test found o issues with respect to impedance. Surgical intervention was undertaken on (B)(6) 2013, to revise the location and implant depth of the devices. Effective therapy coverage was captured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.